Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial dislodged, chest x-ray confirmed. The lead was successfully repositioned. No patient symptoms were reported.

Manufacturer narrative:
Final analysis found the partial lead was returned - connector end - received. Helix mechanism test could not be performed due to as received partial lead. Analysis was normal. No anomalies were found.

Event description:
New information; the lead was explanted no date given and returned.